Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a new cartridge and the customer was unable to complete the load process. The customer relaunched the mobile app but the pump had to be reset in order for the app and pump to reconnect after relaunch. The customer experienced a blood glucose level displayed as "high" although specific value was not provided. Reportedly, the pump and app successfully paired and the customer continued to use the pump for insulin therapy.